Event description:
It was reported that a chemosafelock bag spike was found to become occluded during patient use. The reporter stated "occlusion." The event occurred after use. There is 1 defective quantity and is available for return. There was no contamination with blood or body fluids. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no med/surg intervention required. There was a device(s) changed out/replaced with no further problems encountered and the involved device(s) were available to be tested. There was no product disposed of and no same-lot device samples were available. Mating device(s) available to be tested. There was 1 device being returned for investigation and 1 number of involved problematic devices. Chemolock infusion set is involved. The type of procedure was preparation and the medication was glucose injection and rituximab. As per the report, "one(1) actual sample was received connected to a chemosafelock infusion set connector, furthermore connected to a 5% glucose injection bag (otsuka). In addition, one(1) 50ml saline bottle(otsuka) was also received. The sample was closely checked after being removed from the glucose injection bag. No anomalies, such as damage or deformation, were observed. No irregularities were confirmed on the rubber cap. Under the condition that the sample was connected to the chemosafelock infusion set, our in-house saline bag was connected to the sample. When the flow of liquid, liquid flow was established. The sample was connected to our in-house saline bag and kl-msu3, and we checked liquid flow under gravity. It was established without any anomalies emerged. Computed tomography (CT) inspection was performed to further assess the internal components of the male connector. The trace of resin film was confirmed. (The film was assumed to be torn off/broken). Pictures are available showing the involved samples. There was patient involvement but no patient harm.

Manufacturer narrative:
A few photos were shared by the customer, where a CT inspection of inside the fluid path is observed, a kind of obstruction inside the fluid path is observed, and no additional damage or anomalies are identified. One (1) used sample list #kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received no physical damage or anomalies were observed. Only glucose injection and rituximab solution were observed. No mating device was returned for evaluation. The returned sample was tested and flow restriction was observed, the sample was cut and the errant solvent was confirmed. The complaint of occlusion can be confirmed. The probable cause was to errant solvent applied during the assembly process in ensenada. A possible device history review (DHR) was performed, and no relevant commodities, discrepancies or anomalies were identified that might lead to the condition reported by the customer. Possible lots: 13921307, MFR: 03/05/2024, exp: 03/01/2027, 13931451, MFR: 04/09/2024, exp: 03/01/2027.